Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following intraocular lens (iol) implant procedure, lenses showed glistening. Additional information received stating that patient had increased sensitivity to glare. There are two medical device reports associated with this patient. This file is for right eye.